Manufacturer narrative:
It was reported that, during a total hip replacement surgery, the internal flap of the trial femoral head 28 s/+0 device that snaps onto stem, was found to be fractured. No pieces fell into patient. The device intended for use in treatment was not returned for investigation. A product evaluation was not possible. No batch number was communicated so the document history review was not possible. Due to an unknown batch number, the review of historical complaints was performed on product number basis only, revealing 1 additional complaint over the past 12 months with similar failure mode. Previous investigations demonstrated that the trial femoral head may disconnect from the stem taper intra-operatively and flaps might break off. These failure modes may further be exacerbated by excessive use of the device over time. The performance of the device is still within the risks level that are anticipated in the risk management documentation. The current design will be further monitored through post-market surveillance processes. A review of the risk management documentation verifies the failure mode, occurrence and severity of the reported issue. The performed investigation do not lead to an accurately determined cause because the product was not returned. Based on the available information it is not possible to investigate whether the reported device met manufacturing specifications upon release for distribution. According to document "processing (cleaning, disinfection and sterilization) of instruments from smith & nephew orthopaedics ag" (lit. N°03389-en 1363 v3 11/19), all devices must be inspected and controlled for proper functioning after cleaning/disinfection. There is no need for further actions because of the limited information provided. Nevertheless, smith + nephew will continue to monitor this device for similar issues. This complaint will be reopened should additional information or the device be received.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, during a thr surgery, the internal flap of the trial femoral head 28 s/+0 device that snaps onto stem, was found to be fractured. No pieces fell into patient. The procedure was resumed, without any delay, using a s+n back-up device. Patient was not injured as consequence of this problem.